Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: model: sedr01, ipg; implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead developed high thresholds and high impedance. A lead fracture is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.